Event description:
It was reported that the colonovideoscope had a distorted image. The issue occurred during the therapeutic procedure (upper colonoscopy), which was completed using an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image is not displayed. A root cause could not be identified. Based on the results of the investigation, the distorted image was likely due to the damage on circuit board unit, and the image is not displayed was likely due to damage on the plug unit. Olympus will continue to monitor field performance for this device.